Manufacturer narrative:
(B)(4). After reviewing the complaint information it was determined that there was no malfunction of the ventilator. The ventilator functioning as designed. After the event, the ventilator passed all the self-tests and calibrations.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during patient use, a ventilator was not triggering correctly. The patient was removed from the ventilator and placed on an alternate device. There was no harm to the patient.